Manufacturer narrative:
Visual inspection was performed on the returned device. The premature deployment was unable to be confirmed as the stent was already fully deployed and not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation was unable to determine a cause for the reported premature deployment. It may be possible that during deployment, prior to unlocking the deployment lock, the delivery system was pulled back slightly resulting in full deployment of the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a mildly calcified lesion in the left superficial femoral artery. Following pre-dilatation of the 5.5mm vessel, a 5.5x60mm supera self-expanding stent system (sess) was advanced. The sess was being deployed per the instructions for use and no issues were noted; however, the stent fully released from the delivery system before the deployment lock was rotated to the unlocked position. The stent was successfully deployed at the intended site. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.